Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the scope connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had lines in the image. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water channel had white crystallized contamination. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light cover glasses adhesive was worn as well as the distal end adhesive. The suction connector had water ingress. The hot and cold test produced a misty image. The up/down and right angle were not to specification. Angle play in the up/down direction was evident. Angle play in the left/right direction was evident. The aspiration housing colored ring was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.